Event description:
It was reported that the customer was hospitalized for hbgs. The customer had hbgs two days prior to the event. It was indicated that hbgs continued after two additional set and site changes. The programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. It was conveyed that the pump is operating as designed.